Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The confusion does not appear to be pump related. Patient weight and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 3.078 mg/day at time of admission via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2017. It was reported the patient was admitted for confusion and lethargy post pump replacement. Per the hcp, the patient's level of confusion was at baseline and was unchanged since pump replacement. No environmental/external/patient factors may have led or contributed to the issue. The pump was read on (B)(6) - no logs noted. The pain physician at the hospital agreed to decrease the dose by 20 percent after speaking with the physician who was currently managing the patient. On (B)(6) 2017 the pump was updated to decrease the dose 20 percent to 2.459 mg/day. The issue was resolved. Surgical intervention did not occur and was not planned. Patient weight was asked but was unknown. Medical history was back surgery. Patient status at time of this report was alive - no injury. No further complications were reported.